Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 4 silicone catheter balloons filled only on one side. The balloon failed to fill on both the sides, because of this the patient had damage to the bladder wall. The type of procedure was urine drainage. The ibc asked whether medical intervention was required. Also asked whether the balloon was actually filled with 10ml instead of 5ml.